Event description:
When using lumicell, doctor noted many particles of "lint" that could only be attributed to the lap sponges. This "lint" would not be visible to the naked eye and she is concerned that this might cause a safety issue.